Event description:
New information notes that on (B)(6) 2022, during normal eri replacement the remaining portion of the lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, high capture threshold and high impedance were observed on the right ventricular lead. The patient was pacemaker dependent. The lead was capped and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported events of high capture threshold and high lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Analysis found internal shorting was due to procedural damage to the insulation. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Additional information: section a - date of birth.